Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber bonding in the outer tube area (distal end) is damaged, charged couple device (r-unit) is broken and image is green. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged couple device (r-unit) is broken and therefore the image is green. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the screen of the gynecologic laparoscope turned to red color. This issue was found during inspection for use. There were no reports of patient involvement.